Event description:
It was reported by consumer that the seat is split on the left side of the unknown model commode. He does not have a lot number or model number. He states he has had the commode about 20 years. The product manufacturer is unknown. Invacare is one of the possible manufacturers, so invacare has chosen to file the 3500a with the FDA under the invacare cfn/fei. No OEM notification will take place.